Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no battery alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported that the customer has a failed battery test on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer advised to clear the alarm with est and act. The patient was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to insert new aaa alkaline battery. The customer did not receive failed battery test. The customer was advised to monitor the insulin pump. The customer reported that she received failed battery test for second time (B)(6) 2014. The patient's blood glucose level was 140 mg/dl. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump per health care provider instruction.